Event description:
It was reported to boston scientific corporation that a uromax ultra balloon dilatation catheter was used during an ileal conduit dilatation procedure. According to the complainant, during the procedure, the balloon ruptured when it was inflated to 12 atmospheres. Follow up with the complainant confirmed no fragments detached. The physician completed the procedure with another uromax ultra balloon dilatation catheter. The condition of the pt following the event was reported as "good".

Manufacturer narrative:
(B)(4).